Event description:
Rptr stated the pt was at home wearing the product slippers and while being ambulated the pt fell. There is visible damage to the slippers where the sole and rubber meets, which is not separated. There was no pt serious injury reported.

Manufacturer narrative:
(B)(4). Slipper sole separated from where rubber meets. Eval results: eval for the returned six pairs of slippers found that three pairs of slippers were used and the soles are coming off. Three pairs of slippers were returned in their original sealed packaging with no product problem found. (B)(4).